Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The reporter did not know if the patient was connected at the time of the alarm. This occurred during an unreported step in peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc to press go to start. The tsr had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised them to contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.